Event description:
It was reported that this insertable cardiac monitor (icm) device had reached recommended replacement time (rrt) battery status earlier than expected. Technical services (ts) requested boston scientific engineering analysis. Engineering analysis of device data indicated a consistent high battery drain was identified for this icm. The field representative discussed these results with the health care professional (hcp), they noted the patient might not want their icm device replaced or explanted at the time. Additional information was received indicating this insertable cardiac monitor (icm) device was explanted from the patient. No new icm device was implanted as replacement. No adverse patient effects were reported. This icm device has been returned and is being analyzed at this time.